Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument broke and was difficult to open. The surgeon applied another device and performed an unintended colostomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.